Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggest that there is a leakage. During the last part of infusing cyclophosphamide the nurse squeezed the drip chamber to empty remaining contents from bag and this caused cyclophosphamide to leak from air vent which was open.